Manufacturer narrative:
Forward-firing of the side-firing surgical fiber.

Event description:
It was reported that at 233,098 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to be exiting the distal end of the fiber. Time expended: 25 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "no injury."